Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The complete lead was returned. The ptfe (gore), covering on the distal shocking coil was abraded through to the distal shocking coils. The damaged gore covering would not affect the electrical function of the lead. A cut in the insulation was observed approximately 35cm from the terminal end, and corresponds to the cut observed in the suture sleeve, which is indicative of damage due to removal of the suture sleeve. Dried blood was observed in the lead near the cut. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Testing of the outer insulation failed due to the cut near the terminal end. The allegation of device sensing issue, and high capture threshold issue, could not be confirmed based on normal lead resistance measurements, and inspection showed no conductor abnormalities. Patient code (B)(4) captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead was showing poor sensing values, and the pacing threshold had increased. Therefore, the device was explanted and replaced. Additional information: this report has been updated to include analysis results.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead was showing poor sensing values, and the pacing threshold had increased. Therefore, the device was explanted and replaced. The lead is expected for return.